Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -7.50/1.0/079 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens dislocation/subluxation, pigment dispersion, unreacted (fixed) pupil, retinal detachment and lens repositioning. On (B)(6) 2023 the lens was explanted. On the same day separate surgery the lens was replaced with the same model, longer lens. The reporter indicated the cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- clinical code: "4581-pigment dipersion and unreactive (fixed) pupil" should be added. ' (B)(4)

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -7.50/1.0/079 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens dislocation/subluxation and lens repositioning. On (B)(6) 2023 the lens was explanted. On the same day separate surgery the lens was replaced with the same model, longer lens. The reporter indicated the cause of the event is unknown. H6- health effect- clinical code (e): "2047" and 4581"pigment dispersion and unreactive (fixed) pupil" should be removed. 4581- "lens dislocation/subluxation" should be added. Claim# (B)(4).